Event description:
It was reported that the patient received a prophylactic battery replacement. The battery explanted was returned for product analysis. Product analysis (pa) was completed on the returned generator and both interrogation and system diagnostic test were performed, with a distance of one and one-quarter inches (spacer block) between the device and the programming wand. Resulting status checks for; communication were ok, lead impedance and current delivered were normal for all diagnostic tests performed. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.928 volts (ifi range 2.41v - 2.74v) as measured during completion of the final electrical test, shows an ifi=no condition. The data in the ¿diagvbat_min¿ memory locations show a value of 2.715 volts and the data in the diagaccumconsumed memory locations revealed that 27.386% of the battery had been consumed. The pulse generator was opened due to possible contaminates on the trimmed edge of the pcba (tab removed). With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.860 volts (ifi range 2.74v - 2.41v), an ifi=no condition. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The battery was removed. A postburn electrical test was performed. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation. Device history records was reviewed. It was confirmed that all parameters passed inspection and that the trim test tab was performed prior to the manufacturing process being corrected; therefore, the generator of interest is part of the laser routing issue which would cause premature eos. No additional relevant information has been received to date.